Manufacturer narrative:
The manufacturing records were reviewed and no issues were found related to the nature of the complaint. The device was not returned.

Event description:
It was reported to nevro that the patient was hospitalized due to pain in their left leg. Imaging showed that the spinal canal was too small and the physician decided to remove the device. There have been no reports of further complications regarding this event.